Event description:
It was reported a small volume intermate was observed to have a black particle during filling with fosfomycin and 5% glucose. The location of the particle was described as being "somewhere at the inner middle"; however the exact location was not specified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from may 30, 2014 through june 4, 2014. Evaluation summary: the device was received for evaluation. Visual inspection (via the naked eye) on the unit revealed the presence of a black irregularly shaped particle located at a corner of the white mesh filter. The device was approximately 0.02mm in size. The reported condition was verified. The cause of the particle could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.